Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect i2000sr processing module for a 39-year-old female patient. The following results were provided: (customer provided reference range: <5.0 miu/ml) sid (B)(6), initial result = 1082.06 miu/ml, retest result = <1.2 miu/ml no impact to patient management was reported.

Event description:
The customer observed falsely elevated architect total -hcg results generated on the architect i2000sr processing module for a 39-year-old female patient. The following results were provided: (customer provided reference range: <5.0 miu/ml) sid (B)(6), initial result = 1082.06 miu/ml, retest result = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
The complaint investigation for false elevated architect total -hcg results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Data and information provided by the customer were reviewed and support the complaint issue. A search for similar complaints identified a slight increase in complaint activity for lot 71453ud01, however, no increase in complaint activity was identified for list number 7k78. In house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met during completion of the protocol, demonstrating that the lot is performing as expected. Based on the investigation, no systemic issue or deficiency with the architect total -hcg assay for lot 71453ud01 was identified. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.